Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
I was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 10 atmospheres. The procedure was completed using another of the same device. No complications were reported, and patient is safe post procedure.